Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal infumorph 10 mg/ml at 2.796 mg/day via an implanted pump for failed back surgery syndrome and spinal pain. An empty reservoir was reported, and the rep did not know if the tablet was ever used to update the pump. The rep was currently using the tablet/app. It was noted the patient missed a couple of appointments, one involving a refill. The pump logs last update was (B)(6) 2017 and the empty reservoir alarm occurred on (B)(6) 2018. The healthcare provider (hcp) stated the patient¿s family member had possibly done a refill in (B)(6) but were unsure due to the patient being a poor historian. The patient was due for a refill. It was noted to consider aspirating the pump reservoir to check the reservoir volume to see if a pump refill occurred and was not updated. The rep was to follow up with the managing doctor to find history. Patient symptoms were not reported. It was also reported a motor stall and recovery occurred and was confirmed by telemetry. The event date was (B)(6) 2018 and the patient did not recently have a MRI. It was confirmed there was no electromagnetic (emi) sources present. Further information was not provided regarding the stall. The elective replacement indicator (eri) alarm was also confirmed by telemetry and eri occurred on (B)(6) 2018. Eri was expected and it also showed the low reservoir was reached. It was noted the hcp had decided to program the pump to off state due to the empty reservoir and the pump would go to end of service (B)(6) 2018 (7 yrs). The code to turn the pump off was provided. It was discussed to aspirate the reservoir to confirm the reservoir contents if the pump had physically been filled (B)(6) 2018. No further complications were reported/anticipated or expected.